Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the manufacturing representative reporting that no actions/interventions were taken to resolve the electrode being out-of range. The patient was just not using that electrode and therefore the high impedances were not an issue. In response to knowing the cause of charging taking too long and the high impedances the rep reported that the patient charged during their sleep so it was hard to tell how accurate the diary was. It was reported that the patient was suppose to let the rep know in a couple of weeks if their charging improved. It was reported that the information was confirmed with the physician as this was at patient's regular appointment. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: product type lead product ID 97715 lot# serial# unknown implanted: 2018-(B)(6) explanted: product type implantable neurostimulator: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-07-03, reporting that the patient elected to have their ins replaced for the shorter one-hour recharge interval. It was indicated that the ins was dead before the case so the rep could not check the pre-operative impedances. It was reported that the 0 through 7 contacts had out of range (oor) electrodes. It was stated that the patient had developed a lot of scar tissue according to the doctor today (2018-07-03), which they stated could result in a high impedance issue. An image of the clinician tablet screen was sent showing the impedances readings, displaying how all 0 through 7 electrodes except for electrode 4 showed ¿do not use¿. It was reported tha the patient got excellent coverage with their program post-operatively. They avoided the oor electrodes to get optimal coverage. On 2018-07-09, additional information was received from the patient reporting that they had poor coupling with recharging and recharging was taking too long to charge. The patient stated they had a new ins put in last tuesday, because the ins was taking them 23 hours to charge. No symptoms were mentioned. The event date was asked but was unknown, it was just stated it had been occurring for a while and it just got worse. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) determined that there were insignificant anomalies. The ins passed functional testing, and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer via a manufacturer representative on 2017-06-12 reporting that it was still taking too long to recharge. The patient wanted the manufacturer representative to be at their next appointment on (B)(6) 2017. It was noted that technical services wanted the patient to try charging in the daytime and for the manufacturer representative to assess the recharging readouts during the upcoming appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, a patient reported recharging was taking longer. Recharging would typically take around 6 hours but now can sometimes take up to 15 hours. The patient noted that his last recharging session was around 8 hours. The patient states he gets full coupling. The patient states his settings were changed around the time recharging started taking longer. The patient was redirected to their healthcare provider. No patient symptoms were reported. Adhesive discs were ordered for the patient. The indication for implant was spinal pain. On (B)(6) 2017, additional information was received from the consumer on (B)(6) 2017 reporting that they had been advised to contact a manufacturer representative. They had not yet done so but would in the near future. On (B)(6) 2017, additional information was received from the patient via the manufacturing representative reporting that recharging was taking too long. It was also reported that there was an electrode out-of-range (>10000), but the patient was getting good relief from their stimulator. There were no known factors that may have led to these issues. It was reported that the rep ran an impedance check and also read the diary. A photo was received displaying the out-of-range impedances. The patient had several programs at high energy that they were not using, so it was reported that the rep deleted them and reset the patient¿s charger. It was reported that the event occurred on (B)(6) 2016. Additional information was received later that day, reporting that the rep had the patient call them to update them on whether the resetting the recharger and taking some of the unused groups out helped with the patient¿s recharge interval. It was reported that the patient charged yesterday to 100 percent and today it was down to half a tank at the appointment. It was reported that the patient does charge in their sleep at night and stated that they used the sticky discs to charge. A photo was received of the recharge diary, which showed an average of eight black coupling boxes, which indicated a great connection. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(4) 2015, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6) 2015, product type:lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and patient. It was reported that it was taking too long to recharge. The patient called today to report that they were charging every other day still for 8-10 hours each time. The representative stated that patient is getting good coupling (thought about 6-8 bars) but the patient was charging during the night. The representative stated that at the last appointment (about a month ago) they removed some old groups to see if that would help with the issues being reported. It was discussed to check recharge stats, running recharge calculation interval to further delve into the issue. The representative stated she would talk to the patient about charging during the day vs. During sleeping hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-07-07 reporting that only 3 sessions were listed on the implantable neurostimulator recharger (insr) with the sessions on (B)(6) 2017 and (B)(6) 2017 having an average of 6-7 coupling bars and about 4-6 hours in order to charge from empty to full. The third session was on (B)(6) 2017 with an average of 2 coupling bars and it took 10 hours to charge. It was noted that it appeared the system was working as designed. No further complications were reported.